Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during fill 2 of 3. The home patient (hp) stated the he heard dripping while in fill 2 of 3 and found that the supply bag disconnected from the supply line. There was a mess on his floor. There were no alarms. The hp was trying to continue therapy to drain out. The technical service representative (tsr) advised to press "stop", close the clamps, disconnect, and cap off. The tsr ended therapy to get the hp off the hc advised the hp to call his registered nurse for further medical instructions. The hp was a bit upset that he was not able to continue with same set up. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the home patient on (B)(6) 2012. He stated that there was nothing unusual about his supplies that night. He had checked the connections when he set up, and they were fitted correctly when he stated therapy. There were no samples available. The lot number of the cassette was not available. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.